Manufacturer narrative:
The device was evaluated, and the reported issue of the e315 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. After drying the scope, the e315 error message was not reproduced. Additional issues were identified during the device evaluation: due to damage on switch 1, water tightness was lost, and the leak check label was discolored and replaced with a new one. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for an enteroscopic diagnostic procedure, the evis lucera elite colonovideoscope, while being used with the evis lucera elite video system center, presented with an error code of e315 for an unsupported scope. The intended procedure was completed with a similar device. There was no procedural delay, and the patient was not under sedation. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope error) could not be determined as the issue was not reproduced. A likely cause could have been when water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.